Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.

Event description:
The patient reported not feeling well for a few days, (B)(6) 2010, and had elevated blood glucose of up to 20 mmol/l (360 mg/dl). The patient changed the power pack, infusion set, and insulin cartridge and was unable to resolve the issue. The patient switched to the backup infusion device and blood glucose decreased. No further information is available. The patient did not require treatment from a health care professional or second party to address the issue. The infusion device was replaced and requested to be returned for evaluation.